Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the primary cause of death was cardiac arrest.

Event description:
Same case as MDR ID 2134265-2014-05054. (B)(6) clinical study. It was reported that choking, cardiac arrest and patient death occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 14 mm long with a reference vessel diameter of 3.00 mm. The physician performed pre-dilatation and advanced a 3.00 x 20 mm taxus liberte stent to treat the lesion, however, the device was unable to cross the lesion and failed to be implanted. Hence, another 2.50 x 8 mm taxus® liberté® stent was advanced and was successfully deployed with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the first obtuse marginal (om) with 90% stenosis and was 5 mm long with a reference vessel diameter of 2.5 mm. It was treated with direct placement of a 2.50 x 8 mm taxus® liberté® stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2014, the patient experienced choking event in the car with foam and fluid coming out from the patient's mouth. Emergency medical service (ems) arrived and noted that the patient was in asystole. Cardiopulmonary resuscitation (CPR) was initiated and epinephrine intravenous (IV) was administered twice but the patient remained unresponsive. The patient was taken to an emergency department and was diagnosed with acute cardiac arrest. CPR was continued but idioventricular rhythm persisted on cardiac monitor. At the time of event, the patient was on aspirin and prasugrel. The study drug per protocol was never taken during the study. The patient was pronounced dead on the same day at 3:28 hr. The primary cause of death is unknown.